Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: can you confirm if the 36 units were a problem? 3 units of the same box were problematic. The first time the needle became detached from the thread, the second time the needle twisted and the third time the needle broke. The box (= 36 units) was therefore quarantined suspecting a production problem on this box. Did this problem occur during the same procedure? If not, please specify the number of procedures/patients: the problem occurred on the same procedure. Additional event information received from the customer: of the 3 needles impacted, one needle loosened when it came out of its packaging, another broke in the needle holder and another twisted when manipulating it with the needle holder. But in no case did the needles fall into the patient. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three needles; the first one bent in the area of attach still attached to the suture, the second needle slightly bent without suture and the third needle broken into two parts one of the sections still attached to the suture. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needles pulled off, they break and twist. The needles did not fall into the patient. There were no adverse patient consequences reported. Additional information was requested.